Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. Prior to the transseptal puncture (tsp), 10,000 units of heparin were administered, resulting in an active clotting time (act) of 242 seconds after five minutes. Additional heparin was subsequently administered. Upon insertion of the wds into the laa via the was sheath, a clot was observed near the laa ostium. The physician opted to proceed with unsheathing the closure device, releasing it, and then addressing the clot. The closure device was successfully deployed, and the clot was subsequently aspirated from the left atrium using the was sheath. Following extubation, a neurologist was consulted to evaluate the patient. As a precaution, a preliminary brain computed tomography (CT) scan was performed to monitor for potential complications. The patient remained under observation overnight and is expected to make a full recovery.